Event description:
It was reported that high out of range shock impedances were noted on the yearly trend of this right ventricular (rv) lead. The shock impedances were in range during the follow-up appointment, and no noise was noted upon performing isometric exercises. Coil reprogramming was performed to exclude the proximal coil. This rv lead remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that high out of range shock impedances were noted on the yearly trend of this right ventricular (rv) lead. The shock impedances were in range during the follow-up appointment, and no noise was noted upon performing isometric exercises. Coil reprogramming was performed to exclude the proximal coil. This rv lead remains in-service at this time. No adverse patient effects were reported. Additional information was received. This rv lead, and complete system was removed successfully. No additional adverse patient effects were reported.